Event description:
During a meniscus repair procedure using a fast-fix 360 reversed curve ndl deliv, it was reported that both implants deployed simultaneously. When the deployment knob was depressed to deploy the first implant (t1), the second implant (t2) fell off from the inserter needle. The surgeon experienced this failure mode with two devices. Both t2 implants and sutures were removed, but the t1 implants remain unsupported in the patient behind the meniscus. The operation was completed with another fast-fix 360. There were no reports of patient injuries or complications.

Manufacturer narrative:
Device evaluation: one fast-fix 360 reversed curve ndl delivery device was returned for evaluation without the implants (t1 and t2) and suture. The device was received with the actuator rod in the in the t1 post deployment position. The device was visually evaluated and no issues were identified. The failure mode is confirmed, and the root cause of the incident is related to a suboptimal suture length as specified per the device design between the two implants resulting in deployment of the implant when the introducer needle is moved out of the field of view during a meniscal repair. A corrective and preventative action has been initiated to implement corrective actions regarding this failure mode. A review of the device history records associated with this manufactured lot confirmed that no abnormalities were reported. (B)(4).